Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. Previously, on (B)(6) 2006, another mesh had been used. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-04008 and 2210968-2012-04023. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh implanted due to grade 3 rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation with a concurrent surgical procedure of transvaginal hysterectomy. After implantation the patient experienced vaginal pain, dyspareunia, infections and bowel disturbances. (B)(4).